Event description:
A physician reported that the patient myopic post uveitis/post vitrectomy due to retinal detachment in the right eye (od), had discussed beforehand that if the psc did not come off automatically, would leave it in place and laser it later, as they were unsure of the integrity of the capsule. During surgery back up intraocular lens (iol) did not load properly and a crack was visible after implantation and no other back up lens so the left the lens implanted. The patient has poor vision due to his posterior capsule opacification (pco), so physician not sure how much the crack bothers him yet. His other eye does not need surgery so, hesitant to do an intraocular lens (iol) exchange in this post vitrectomy eye, but a yag in a month will make an iol exchange even harder, and prevent a lens from being re-implanted together. Additional information received and it states that the lens was implanted today had an issue with the posterior haptic i.e., was able to push it through, but there was yet again a small crack but near the haptic junction so not visible to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information provided in b.5., and h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received and it states that the first lens was did not enter the eye properly was stuck halfway in the wound and had used usual 2.2mm, enlarged the wound to be safe and noticed with that lens that it felt particularly stiff, second lens had a did not load properly and a crack was visible after implantation, removed during initial procedure, poor vision and third lens had small crack at haptic junction and it remains implanted.